Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 353 mg/dl at the time of the incident. The customer was given intravenous fluids and manual injections to treat. The customer experienced symptoms such as vomiting. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer was getting a lot of insulin flow blocked alarms when trying to deliver boluses. Troubleshooting was not completed and the customer will monitor the pump. The customer also reported sensor communication issues. The insulin pump will not be returned for analysis.